Event description:
Healthcare professional reported exchange from textured to smooth due to the patients concern of the product. Healthcare professional later reported "leaking valve". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety -product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: observed total delamination of valve assessed as adhesive failure. Yellow particles observed on the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak.